Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000450, lot #: unknown, UDI# unknown, und: unknown, device evaluated by MFR: a medtronic representative visited the site to evaluate the equipment. The logs revealed a ps1 5v power supply with defective errors and drifts after initial adjustments. The rep replaced the ps1 5v power supply and adjusted to recommended settings. The rep verified 5v power supply holds at setting and took several 2d/3d shots without issue. The rep also verified all motion axis is functional and placed the unit back into service. No other products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was not taking images. There was no patient involved.